Event description:
The customer reported via phone call that they received a motor error alarm during a bolus delivery. Customer stated the alarm has been occurring for the past week. It was also found the customer had several button error alarms. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarms. Customer also reported they were able to complete the rewind sequence on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor. The motor passed the motor test. The pump also had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.